Manufacturer narrative:
(B)(4). Core wire was broken off at approx 4mm from tip end, due to clockwise rotational force. Coil wire was supposed to have broken at approx 20mm from tip. Tip end including the inner coil was supposed to be left in the patient's anatomy. It is inferred that the rotational manipulation was given to the guidewire while its distal section was trapped in the target lesion, resulting accumulation of rotational force to and breakage of the core wire. Along with further manipulation, coil was elongated and twisted off. Lot history review revealed no anomaly relating with reported event. No other similar event was reported for this lot product. Since all the shipped products are inspected for meeting the products specifications and shipping criteria. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Reportedly, in the pci procedure to heavily calcified lesion at rca #1-#2, antegrade approach was attempted with several guidewires including the subject one, no guidewire could cross the lesion. Physician change the strategy to retrograde approach, advancement of asahi gaia third, unknown guidewire, subject asahi gaia second were used in this order. Breakage of gaia second was found. Snaring was attempted to retrieve the broken fragment, but failed. Safe embedment of the fragment was checked by ivus observation, the fragment was left in the anatomy at the physician's discretion. Patient is in stable condition. Physicians comments the case was severe and the breakage relate to the procedure technique, not with the product quality.